Event description:
Device 2of 2. Reference MFR. Report #: 1627487-2011-05292 the pt received an scs system on (B)(6) 2010 including a ipg and a paddle lead. On (B)(6) 2010, the ipg was explanted and replaced. On (B)(6) 2011, the pt underwent a revision to relocate the ipg, because it was causing the pt discomfort. When the doctor tried to put the pt's lead back into the ipg, brown discharge came out of the ipg connector block/septum. The doctor stated that it did not look like blood. The doctor wiped off the brown discharge while the device was still explanted. After wiping off the lead, the doctor was able to place the lead in the ipg successfully. An sjm representative took a full diagnostic lead impedance measurement post-op, and all contacts exhibited normal values.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.